Event description:
The patient¿s leads are defective. The patient was in the hospital for pain, which was related to the implantable neurostimulator (ins) . Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).